Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a connection issue resulting in a leak at the homechoice cassette and supply bag junction was reported, which is known to cause this alarm. The cause of connection issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during peritoneal dialysis (pd) therapy. During troubleshooting, a connection issue was identified resulting in a leak at the homechoice cassette line and supply bag junction resulting in the alarm. Renal therapy services explained the alarm and guided the caregiver to remove the cassette. Rts reviewed proper procedures per the user manual. The caregiver would call the registered nurse regarding the event. There was no patient injury or medical intervention associated with this event. No additional information is available.